Event description:
I had essure coils, made by bayer, inserted into my fallopian tubes on (B)(6) 2014. I was put under anesthesia for the procedure. When I came to, I was in tremendous pain. They sent me home with a rx for vicodin. I have had abdominal pain ever since. On (B)(6) I was taken to the ER by ambulance for severe abdominal cramping and diarrhea. They performed several tests, CT scan, blood and urine tests. They didn't know what was wrong. They put me on 7 different medications, including 2 antibiotics and referred me to a gastroenterologist. I had a colonoscopy, then an endoscopy and then a special x-ray test to look at my small intestine. Turns out I had a c-diff infection, a very serious one too. I am still on the road to recovery. I've been battling this infection for 2 and a half months now. Before essure, I was a healthy, active woman. Now I have 2 periods a month, extreme abdominal pains during menses and bad abdominal pain all the time. My joints at my hips hurt, I get headaches now, whereas before I never did. I get sharp pains in my left ovary. I do not have cysts or endometriosis. None of my doctors could explain to me how I ended up with a c-diff infection. None of my doctors can find why my health has been declining. I know why. Ever since I had the essure procedure, my whole life has changed. It's not getting any better either. Only worse. I think this product needs to be pulled off the market. I joined a group of local women having the same issue as myself. They referred me to a doctor who can remove the essure coils. Some of the women in the group have had to have hysterectomies due to complications from the essure. I hope I do not have to have that done. I'm terrified to be cut on, one of the biggest selling points for the essure. I am scheduled for an allergy test in 2 months, because the essure is a nickel/titanium alloy. I may be having an allergic reaction to what it's composed of. They say it's a rare side effect, but that seems to be the most common side effect I've seen. Women shouldn't have to suffer like this, or be caught in a life changing decision to have all or part of their female organs removed because we chose a product we were told was safe and affective. I hope more investigating is done and the long term effects studied very closely. This is not a good product. It's not a good product at all.